Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a damaged (cut) patient line cap was observed. Leak, clear passage, and clamp function testing were performed, and no issues and no leaks were observed. The cause of the damage is a manufacturing related issue that occurred during the flow wrap process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a damaged (cut) patient line cap of the homechoice cassette was observed. There was no patient involvement. No additional information is available.